Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient condition gradually declined and presented to the emergency room via ambulance. CT scan was performed and revealed the right ventricular lead had perforated the heart with tamponade. The patient was brought into the operating room immediately for drainage. Upon interrogation, the lead parameters remained normal. On (B)(6) 2018 the lead was explanted and replaced. The patient was recovering.